Event description:
It was reported that the patient with this right atrial lead experienced implant pain and was concerned that this lead had pulled out. Boston scientific technical services (ts) advised follow up with the physician. As of this time, this lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial lead experienced implant pain and was concerned that this lead had pulled out. Boston scientific technical services (ts) advised follow up with the physician. As of this time, this lead remains in service. No additional adverse patient effects were reported. Additional information was received. No apparent dislodgement and no cause determined for the pain. Patient will continue normal follow up as scheduled.